Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that specimens were clotting after use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred on 40 separate occasions, however, patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported that customer experienced specimens clotting when received by laboratory. Tubes that are effected come from different units and different phlebotomists.

Manufacturer narrative:
H.6. Investigation summary: bd received 5 samples from the customer for investigation. All samples were evaluated by visual examination and functional testing and the indicated failure mode for clotting with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that specimens were clotting after use with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred on 40 separate occasions, however, patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). It is reported that customer experienced specimens clotting when received by laboratory. Tubes that are effected come from different units and different phlebotomist.